Event description:
A malfunction alarm was reported, identified as malf 9, with a resettable condition. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to report any further occurrences of the malfunction.